Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the device elbow dropped on a nurse's foot during patient preparation without engaging foot pedal. There was no delay or patient injury reported.

Event description:
It was reported that the arm of the patient dropped on a nurse's foot during patient preparation without engaging foot pedal. There was no delay or patient injury reported.